Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -6.5/1.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Correction: d4: unique identifier (UDI): reported as n/a - correct to (B)(4). H4: reported as 31-dec-2004, correct to 12-jan-2022, claim#: (B)(4).